Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the central control monitor (ccm) screen froze and all the pumps displayed a 'no system computer' message. The local pump controls were used. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on (B)(6)2021 a perfusion screen is opened at 06:46:33 am. At 10:23:35 am the central control monitor (ccm) stops logging while still in a perfusion screen. The lan I/f continued to function but quickly logged three 'data communication' error events showing the buffer was overflowed. This happens when the ccm freezes and no longer takes data from the lan I/f. All the data from the pumps and modules overflow the lan I/f buffer at 10:23:55 am. The log confirms the complaint. The service repair technician (srt) observed the ccm to functioned properly throughout testing with no instances of freezing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: during a cardiopulmonary bypass (cpb) procedure on 25-feb-2021, the team had an incident with the heart lung machine (hlm) central control monitor (ccm). The system had no issue until the perfusionist was terminating cpb. Right at the end of the procedure, the perfusionist noted that the ccm loss all data (froze up) and the local user interface informed the user, 'no system computer'. The team proceeded with filling up the patient, for the clinician was able to use local controls to come down on flow to fill up the patient and come off bypass, as intended. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to the event.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) powered on the ccm continuously for approximately 26 hours with acceptable results. There were no observations of the ccm freezing or any messages displayed.